Manufacturer narrative:
(B) (4). A visual inspection of the incident device revealed that one of the gray jaw wires was bare and the insulation of the wire had peeled back. The knife edge was also damaged, indicative of contact with a hard object such as a staple. The wire may have contacted a sharp edge of a trocar/cannula during insertion or removal of the device. The IFU for this device states: carefully insert and withdraw instruments from cannulas to avoid possible damage to devices and/or injury to the pt. The IFU for this product also has a warning not to deploy the cutter on clips, staples and other metal objects to prevent damage to the cutter blade.

Event description:
The customer initially reported that the device was not cutting. The incident device was returned and a visual inspection revealed that one of the insulation wires was bare.